Manufacturer narrative:
The returned device was evaluated and there were few findings. The adhesive of the light guide lens and optical lens was worn out. The optical lens had a scratch. The distal end adhesive was worn out. The paint around the air/water cylinder was worn out. The light guide tube protector was stained. The plug body was damaged. Water ingress was noted in the scope connector. The angulation in all directions was less than the specified value and play was evident in up/down angle. The scope failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed no image and instead error code was displayed on the screen. The issue was found during reprocessing. The intended procedure was completed using a similar device. The device was returned and an evaluation at the repair center revealed e315 error code. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Event description:
The customer further reported that error code e315 was displayed on the screen with no image.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 was displayed. The root cause of the failure could not be determined. The event can be detected by following the instructions for use which state: " inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.